Event description:
It was reported that during coil embolization of an aneurysm located on the internal iliac artery, the coil (subject device) was prematurely detached at the detachment zone. The coil proximal tail was still inside the microcatheter when the premature detachment occurred and half of the coil was outside the microcatheter. The coil was removed with the microcatheter as one unit. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the delivery wire was kinked/bent likely due to handling damage that limited the performance of the device during the procedure. I was also noted that the main coil was prematurely detached/separated due to a physical break at the detachment zone. Based on the information received, the main coil was confirmed to have detached due to a physical break at the detachment zone, and the tortuosity of the anatomy was noted to be severe. It is likely that the device was damaged during use resulting in the reported prematurely detachment. An assignable cause of procedural factors will be assigned to this reported and analyzed prematurely detachment. Expiration date: updated. Device evaluated by mfg: updated. Summary attached: added. Manufacturing date: updated.

Event description:
It was reported that during coil embolization of an aneurysm located on the internal iliac artery, the coil (subject device) was prematurely detached at the detachment zone. The coil proximal tail was still inside the microcatheter when the premature detachment occurred and half of the coil was outside the microcatheter. The coil was removed with the microcatheter as one unit. There were no clinical consequences to the patient.